Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the sixth band, the physician did not hear a clear audible click. A photo provided by the customer showing two bands attached on the ligator head and the next band was moved out from its original position. It was noted that the trip wire felt like it was grinding when deploying and not the smooth mechanism that he was used to. It was also reported that one varix had two bands deployed onto it, but no audible clicks were heard from the handle. The procedure was completed at this time. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Medical device code a150103 captures the reportable event of two bands deployed onto varix. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was also noted that the trip wire was secured and the slack was correctly taken up. Additionally, it was found that the trip wire was kinked and was almost fully rolled. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. A media review of the photo provided by the customer showed the ligator head with 2 bands attached and one of them was moved out from their position. The reported event of failure to deploy was confirmed based on the media review; however, the other reported events could not be confirmed. The most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the events. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse events, cause not established is selected as the most probable cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the sixth band, the physician did not hear a clear audible click. A photo provided by the customer showing two bands attached on the ligator head and the next band was moved out from its original position. It was noted that the trip wire felt like it was grinding when deploying and not the smooth mechanism that he was used to. It was also reported that one varix had two bands deployed onto it, but no audible clicks were heard from the handle. The procedure was completed at this time. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.